Event description:
Physician noted an issue with the 7fr splittable sheaths for implants. The hemostatic valve is not splitting when the sheath is split leaving the potential for the valve to be left in the pocket. Device had to be manually removed from the patient.